Event description:
It was reported that post implant while the patient was still in recovery low blood pressure was observed and the patient needed to stay extra hours until the pressure was normal. Infection was noted on the implant site, and was treated with antibiotics. The patient had an allergic reaction and rashes were spread all over her body. It was also noted that the patient was having a fast heartbeat and was treated by increasing her medication. No further information available.